Manufacturer narrative:
The lot number is unknown. The investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), it was a case of a 23 mm sapien 3 valve in the pulmonic position in a 25 mm non-ew surgical valve via transfemoral approach. During the first deployment attempt, wire position was lost as the physician attempted to retract the 23 mm sapien 3 valve into the sheath. During this maneuver, the valve embolized off the balloon. The embolized 23 mm sapien 3 remained secured on the wire. The embolized valve was successfully captured using an ono device. Following retrieval, a 23 mm s3 valve was successfully implanted within the 25 mm hancock valve.